Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the saffron anchor pulled out on the right-side during tie-down. A capio device was used to complete the procedure.